Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced infection and sepsis. The patient was treated with debridement of the area and intravenous antibiotics. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information indicating that this patient had a follow up procedure wherein this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.